Manufacturer narrative:
It was reported that after an initial bunion surgery, a transverse screw was removed on (B)(6) 2023 due to the screw backing out. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to the screw backing out, the most likely cause cannot be determined based on the available information. However, it is possible the initial placement and/or post-operative activity of the patient led to the screw backing out. The instructions for use and surgical technique include statements regarding post-operative care and the proper device placement. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, a transverse screw was removed on (B)(6) 2023 due to the screw backing out. No other patient outcomes were reported as a result of this event.